Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report air bubbles in the reservoir. The bubbles were at the top of the reservoir and small in size. Troubleshooting was performed. Found that the reservoir was not stored at room temperature. Advised on proper priming technique to avoid air bubbles. Nothing further reported.